Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that during injection one syringe of juvéderm® ultra xc had a needle disengagement and the product "exploded." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis: "1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed."

Event description:
Healthcare professional reported that during injection one syringe of juvéderm® ultra xc had a needle disengagement and the product "exploded." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.